Event description:
A ventilator was sent to a third party service center for repair. An issue related to the device's sensor board was observed. The sensor board was replaced to address the issue. There was no harm or injury reported. The component was returned to the manufacturer's quality assurance laboratory for further investigation. The root cause of the sensor board issue was due to the mt2 pressure sensor being out of tolerance.